Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 7495-51, serial/lot #: (B)(4), ubd: 20-oct-2007, UDI#: (B)(4); product ID: 7482a-51, serial/lot #: (B)(4), ubd: 07-aug-2013, UDI#: (B)(4); product ID: 3387-40, serial/lot #: (B)(4), ubd: 04-dec-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the brain leads and right implantable neurostimulator (ins) were infected and eroded. The entire deep brain stimulation (dbs) system was explanted. The patient had scab and sore near the leads. The event was considered resolved. Additional information was received indicating the extension and brain lead were explanted either due to infection or lead fracture.